Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that the patient had a revision surgery to replace the insert and head due to pain or infection. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.

Event description:
It was reported that the patient had a revision surgery to replace the insert and head due to pain or infection. Additionally, during the revision surgery, when the surgeon dissociated the head from the stem, he noticed white something (like corrosion) on stem trunnion.

Manufacturer narrative:
Updated explant date based on additional information. An event regarding infection involving a trident liner was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Furthermore, a review of the sterilization records verified the sterility of the reported product lot. Complaint history review indicated there have been no other events for this lot. Review of the sterilization records verified the sterility of the reported product lot. The reported event is not device related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.